Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device with in this fatty tissue'), depression ('depression'), headache ('regular headaches'), fatigue ('fatigue') and malaise ('feeling that something isnt normal with my body') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pelvic pain, paratubal cyst, adhesion and epiploic appendage removal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression (seriousness criterion medically significant) and malaise (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abortion spontaneous ("miscarriage"), headache (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems") and alopecia ("excessive hair loss"), was found to have a pregnancy with contraceptive device ("pregnant") and experienced fatigue (seriousness criterion medically significant). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy. Removal of intraperitoneal essure device). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, malaise, abdominal discomfort, menorrhagia, abdominal distension, abnormal weight gain, tooth disorder and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal pain, depression, fatigue, headache and malaise with essure. The reporter considered abdominal discomfort, abdominal distension, abnormal weight gain, abortion spontaneous, alopecia, embedded device, menorrhagia, pelvic pain, pregnancy with contraceptive device and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: event "essure device with in this fatty tissue" added and made medically significant and intervention required due to surgery. Reporter, medical history and essure removal date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.